Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.037.042s, lot: h501921. Manufacturing location: monument, manufacturing date: nov 14, 2017, expiry date: nov 01, 2027. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, during the reoperation to explant the trochanteric femoral nail-advanced (tfna) implants, after the end cap was removed, the surgeon tried to attach an extraction instrument for nails to the tfna nail but it was hard to do it. The surgeon tried to attach an extraction instrument for tfna helical blade and screw to the helical blade in question for disengaging locking mechanism and removing the blade. When the surgeon pushed the helical blade slightly, the helical blade advanced and protruded into the abdominal cavity. The surgeon tried to remove the helical blade by anterior approach but did not succeed. The nail was removed and the incision was widened at the entry point of the blade. The surgeon succeeded in removing the helical blade through the incision using a long kelly forceps. The surgery was delayed by more than thirty (30) minutes. Patient outcome was unknown. Concomitant device reported: end cap (part/lot unknown, quantity 1); forceps (part/lot unknown, quantity 1). This report addresses the intra-operative issues. The need for the revision surgery is captured on related complaint (B)(4). This report is for a tfna nail. This is report 1 of 4 for (B)(4).